Manufacturer narrative:
Continuation of concomitant medical products: product ID: 8598a, serial# (B)(6), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from a healthcare professional (hcp) and patient family member via a manufacturer representative (rep) regarding a patient receiving gablofen (2,000 mcg/ml, 1,385 mcg/day) via an implantable pump for an unknown indication for use. The patient's medical history included cerebral palsy. It was reported that during the patient's last refill on (B)(6) 2018, the patient's mother notice they were laughing inappropriately. They requested the nurse practitioner (np) who performed the refill to check the pump at that time. There were no known environmental, external, or patient factors that may have led to the event. The np performed a catheter access on (B)(6) 2018 with good flow and withdrew the amount of drug that they should have during the refill. The catheter tip was confirmed to be at t7. Logs also showed no malfunctions or stall of the pump. The patient was given numerous drugs to curb the symptoms, as there were no indications at the time that the pump was malfunctioning. The patient was admitted to the hospital on (B)(6) 2018 with the aforementioned symptoms still occurring. On (B)(6) 2018 at noon, a 50 mcg bolus was given and the pump was increased 10%. On (B)(6) 2018 at 0200, the patient's heart stopped and was coded and intubated. On (B)(6) 2018, the patient's pump and catheter were replaced. Upon replacement, the old catheter and pump appeared to be functioning normally and no abnormalities were noted. The issue was reported to be resolved at the time of this report however, the patient's status was reported as alive - with injury. Further details of the injury and patient recover stated, "patient had symptoms that were suspected to be baclofen withdrawal, including increased tone, scratching at himself, gagging himself, inappropriate laughter, loss of function, fever, and temporary asystole. Currently intubated in the ICU". On (B)(6) 2018, additional information was received from a manufacturer representative (rep). It was reported that "apparently it was discovered that the patient was also having gastrointestinal (gi) issues at the same time". The patient was intubated for several days - dealing with ileus, agitation difficult to separate from spasticity. The "patient went to the flor then had to return to intensive care (ICU) for aspiration and episode of cardiac arrest ???". The patient was "now better but still dealing with concerning ileus".